Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate shocks. Device interrogation revealed ventricular channel was atrial oversensing causing inappropriate tachy detection. Chest x-ray revealed right ventricular lead dislodgement. The lead was repositioned successfully on (B)(6) 2018. The patient was in stable condition.